Manufacturer narrative:
After multiple attempts, physio-control has been unable to contact the customer regarding resolution of the reported issue. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4)  physio-control provided the customer, a biomedical engineer, with technical assistance. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, was examining the device for a non-critical issue (co2) when it was observed that the device would power on and off by itself intermittently. There was no patient use associated with the reported event.